Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported therapy never worked for them despite going back to the healthcare provider (hcp) for reprogramming for the first year after implant. Patient was put on medications but they are not working either. The patient reports their ins is coming through the skin and there is blood, puss, and infection present. Patient went to the emergency room on (B)(6) 2021 and they did not do anything and directed the patient to their urologist. Patient states the ins has broken through the skin and can see the ins. Patient is not able to go back to implanting physician because of insurance reasons. Patient has an appointment with their urologist tomorrow. The patient was redirected to their healthcare provider to further address the issue.